Event description:
The pt experienced a sudden loss of therapeutic effect the day after pump implant. The pt was using supplemental medication for pain control. The pt status was reported as 'fair'. Additional info has been requested. A f/u report will be submitted if additional info becomes available.